Event description:
It was reported the patient had a medtronic stimulator in their lower back, and it was no longer working properly. No symptoms were reported. Additional information was received from a patient (pt). It was reported that their back issue was coming up again and they could not charge the implant. The issue began a few months ago. Patient did not have their equipment during the call. Patient notified a manufacturer representative (rep) and they didn't recall the notify date or notify method. Patient saw another doctor that suggested they tried to get the implant to work before proceeding with any additional treatments. Patient mentioned they did not have a current follow-up healthcare provider (hcp) for their implant. Patient was driving and would call back once they had their equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the implantable neurostimulator (ins) was no longer working and they would like to had it removed.